Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing stimulation from the right atrial (ra) lead. The representative originally thought it was due to clavicle crush, however, the physician suspected it was due to unipolar pacing. The decision was made to reprogram to bipolar pacing and the stimulation stopped. The lead remains in use. No further patient complications have been reported as a result of this event.